Event description:
On (B)(6) 2012, during ICD interrogation, battery depleted prematurely. Battery 2.53v, longevity: 1.1 years -8.3 - 8.7 years in (B)(6) 2011. No therapies delivered. Pacing less than 1%. On (B)(6) 2012 battery 2.44v, eri at 2.45 -reached eri on (B)(6) 2012- -8.3 - 8.7 years in (B)(6) 2011. On (B)(6) 2012 generator changed.